Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pace impedance measurements greater than 3000 ohms and noise resulting in atrial tachy response (atr). This device was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this crt-d was not explanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to another device because the investigation findings clearly confirm that the device was not the cause of the reported observation(s). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pace impedance measurements greater than 3000 ohms and noise resulting in atrial tachy response (atr). This device was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this crt-d was not explanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pace impedance measurements greater than 3000 ohms and noise resulting in atrial tachy response (atr). This device was subsequently explanted and replaced. This device has not been received. Other then the surgical procedure, no additional adverse patient effects were reported.